Event description:
Laparoscopic total hysterectomy was being done. When using the endo stitch auto-suturing device by tyco healthcare, the needle broke in half and could not be recovered, as it was lodged and lost in the vaginal tissue. Diagnosis or reason for use: for surgery: total laparoscopic hysterectomy.